Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous as fracture of inner coil near is-1 end noted.

Event description:
It was reported that this lead was unable to be implanted due to out of range impedance measurement. Reasonable evidence suggests the abnormal measurement could be attributed to a patient condition persistent left superior vena cava (plsvc). No adverse patient effects.